Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the descending part of the patient's duodenum on (B)(6), 2011. According to the complainant, the patient presented with a 10cm stricture in the descending to horizontal part of the duodenum as a result of pancreatic cancer. The anatomy was not tortuous. Two to three days post procedure, "the patient took a turn for the worse". It was reported that the patient presented with a perforation at the distal end of the stent. The perforation was closed surgically. It could not be confirmed if the stent was explanted. There were no patient complications reported as a result of this event.